Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury including perforation or dissection of vessels, myocardium or valvular structures including rupture of the pulmonary rvot that may require intervention that may require intervention and bleeding are potential risks associated with the overall procedure. The training manual cautions the physician to maintain guidewire position in the pulmonary artery during valve alignment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the extravasation was from the conduit. While the cause of the bleeding from the conduit could not be determined, there was no indication that the initial sapien 3 valve caused or contributed to the event. Placement of a covered stent and a second sapien 3 valve the following day resolved the issue. The edwards sapien 3 transcatheter heart valve (thv) systems are not indicated for use in the pulmonic position. The sapien 3 is currently in the investigational phase of a clinical trial. The sapien 3 is an investigation device to be used as an adjunct to surgery in the management of pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit or previous implanted valve in the pulmonic position with a clinical indication for intervention and pulmonary regurgitation >/= moderate and/or mean rvot gradient >/= 35 mmhg. In this instance, the case was not part of the clinical trial in progress and was considered off label use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Prior to a transvenous pulmonic valve placement procedure, the patient was noted to be post ross procedure repair for congenital bicuspid area valve stenosis. The planned procedure was to replace the pulmonic valve using a sapien xt, but ultimately the decision was made to use a 26mm sapien 3 valve. The procedure was uneventful with pre-dilatation and coronary compression testing. Significant calcium and a high-grade stenosis was present in the conduit and pre-stenting was discussed. The decision was made to place the sapien 3 valve without base or covered pre-stent. The sapien 3 valve was placed in the pulmonic position in a non-pre-stented conduit. The valve was deployed and the procedure was completed. The patient was transferred in stable condition. Approximately three hours post procedure, the edwards field clinical specialist (fcs) was notified that the patient had decompensated and was sent to CT. The patient was noted to have extravasation from the conduit into the mediastinum, but was clinically stable. The decision was made to repeat the valve placement procedure on postoperative day (pod) 1. During the second procedure, a covered stent was placed in the initial sapien 3 valve. A second 26mm sapien 3 valve was then deployed within the covered stent. The procedure was completed. At the time of this report, the patient is doing well. Both valves remain implanted in the patient.